Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported via health care provider (hcp) on (B)(6) 2016 stating that the patient's device was no longer working, but they had no further details as to why. Guidelines were offered but were declined. There were no related patient symptoms reported, and the indication for use was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.